Event description:
After 10 mos of implantation, the device involved in this MDR was explanted because it could not be interrogated. It should be noted that this device was listed in group no. 1 of the field safety notice issued in october 2005.

Manufacturer narrative:
March-9, 2007. This event concerns a device that was mfg and used outside the us. The device was listed in the field safety notice which was issued in october 2005 related to metal migration on symphony/rhapsody devices (group no. 1 of the exposed population). Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific mfg process. No similar mfg process is used in currently mfg symphony/rhapsody pacemaker devices. In addition this device was listed in the field safety notice issued in october 2005 related to metal migration on the potentially exposed symphony / rhapsody units.